Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (200-250 mg/dl) that would occur after eating and a bolus via the pump was delivered to address the bg level. The customer suspected that the pump settings were the cause of the high bg. The customer was to discuss the pump settings with a healthcare provider.